Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard object such as a bony surface, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip. Precautionary statements are outlined in the instruction for use such as, ¿excessive wear of electrodes may result from vigorous use against bony surfaces.¿ there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after a procedure using a super turbovac 90 icw wand, it was noticed that the electrode at the tip of the wand was missing. The post-operative examination revealed that the detached electrode remains in the patient. The surgeon report that they scrubbed some bony spurs with the wand while removing them, which could have caused the detachment. There were no additional patient complications reported as a result of this event.